Event description:
It was reported that a patient death occurred. Following treatment of a left circumflex (lcx), a very calcified and very tortuous right coronary artery (rca) was treated with an opticross hd catheter. Post ivus removal, a perforation occurred. It was noted that the procedure was very long. The patient subsequently passed away in the itu the following day.

Manufacturer narrative:
Exact date of event and date of death are unknown. Approximation made from statement that the event occurred "last week" in an email from (B)(6) 2022.